Manufacturer narrative:
A 1028233-2011-00514. (B)(4).

Event description:
Additional information: it was reported by the patients attorney that as a result of having the product implanted the patient experienced significant mental and physical pain and suffering , has sustained permanent injury, permanent and substantial physical deformity, and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). Supplemental report sent to FDA on 02/06/2014. (B)(4).

Event description:
Additional information: it was reported by the patient's attorney that as a result of having the product implanted the patient experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). Supplemental MDR #01 sent to FDA on 11/12/2013. (B)(4).

Event description:
(B)(6) - summary of facts: what was the indication for implantation of transvaginal mesh in this patient: stress urinary incontinence. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh: on (B)(6) 2006: bimanual pelvic examination under anesthesia, total abdominal hysterectomy with bilateral salpingo-oophorectomy, lysis of adhesion, transobturator tape sling procedure using pelvilace to transobturator biourethral support system and cystoscopy. Complications post pelvilace sling implant: unable to walk, pain and leakage, severe and constant pelvic and vaginal pain, kidney and yeast infections, vaginal discharge, pain during intercourse and complications urinating, emotionally depressed (per pfs). Following mesh revision did the patient present with serious complications which required additional surgeries: no, per the data of the available medical records, we do not have any evidence for mesh revision surgery.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).